Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to leaking o2 safety valve. As a resolution, unit safety valve got replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, the unit safety valve was replaced. Gas path test, base unit test, and test ventilation were performed. Device was repaired. Logs and gas path test will send for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e 17,3" basic ventilator had defective o2 safety valve error, technical error 389 no o2 dosing possible. Issue occurred during the preparation phase before the device was applied to the patient. Furthermore, there was no patient involvement associated with the event.